Event description:
It was reported that during a laparoscopic appendectomy procedure, the device broke in half when inserted. It stuck in the pt. Had to open the pt to get it out and complete the procedure.